Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had increased thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the full lead was returned and analyzed.analysis was performed and no anomalies were found.the guide tooth of the lead was extrinsically damaged and the helix of the lead had an out of specification analysis result for extension/retraction due to over-retraction. The visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that the right ventricular (rv) lead had increased thresholds. The lead was explanted and replaced. No patient compl ications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.